Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b1, b5, h1: the initial complaint was reviewed and found not reportable. Additional information received on october 21, 2019 stated that the plate was not broken. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision surgery due to a nonunion and broken hardware. Patient, a (B)(6) year-old male, previously had an unknown type lesion on his tibia. Postop, three (3) of the five (5) implanted unknown cortex screws were broken in plate. He then went on to have a nonunion of the tibia. The revision was attempted on (B)(6) 2019, however, the patient's tibia had further deteriorated. It was then decided not to put anymore hardware until biopsy results were received. The devices were explanted. It is unknown if there was surgical delay. Plates and broken screws were removed from patient; the procedure was successfully completed. Patient outcome was stable. Concomitant device: unknown cortex screws (part # unknown, lot # unknown, quantity 2), unknown screws (part # unknown, lot # unknown, quantity 2), lc-dcp plate (part # 223.57, lot # 7490608, quantity 1). This report is for one (1) 3.5 mm lc-dcp® plate 7 holes/90 mm. This complaint involves four(4) devices. This is report 1 of 4 for (B)(4).